Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board, fio2 solenoid, cable and blower was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's system board, fio2 solenoid, cable and blower was replaced to address the issue. During the evaluation of the device at the manufacturer service center, a ventilator inoperative alarm was observed. The device's blower and system board were replaced to address the issue.